Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the lead exhibited high threshold measurements and loss of capture. The helix was extended several times with changing the position, but the problem persisted. The physician suspected a helix anomaly and the lead was not used. A tined lead was implanted without any problem. There were no patient consequences.